Event description:
Complainant alleged that while attempting to pace a pt, the device was unable to adjust the pacer output. Complainant indicated that the pt subsequently expired, however, it was not related to the reported malfunction.